Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Blood tested positive with the hemostick, the leak was visually observed outside the fibers and the machine alarmed. Estimated blood loss was 150cc's. Patient had no adverse effects and required no medical intervention. Sample has not been returned to the manufacturer.